Event description:
Reportable based on device analysis completed on 01feb2022. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery. After the lesion were crossed with a non-bsc guide catheter and guidewire, a 3.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 22.9 cm from the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 01feb2022. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery. After the lesion were crossed with a non-bsc guide catheter and guidewire, a 3.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 22.9 cm from the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.